Manufacturer narrative:
Corrected: event/problem description, explant date, date received by manufacturer. Depuy still considers this investigation closed.

Manufacturer narrative:
Additional information: lot # and MFR date. Patient fact sheet (pfs) form received which identified the product lot detail. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address infection. Loosening of the cup was also reported. Medical records were received which indicated that the results of the testing for infection were negative. Further, purulence was observed intraoperatively.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. Loosening of the cup was also reported. Update - (B)(4) 2011 - medical records were received which indicated that the results of the testing for infection were negative. Further, purulence was observed intraoperatively. The complaint was reopened to reverse the MDR decision for the femoral head. Update - (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which indicated that date of revision was (B)(6) 2010. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.